Event description:
It was reported that the patient presented in the emergency room due to unrelated issues. The atrial lead exhibited low impedance. The patient was at do not resuscitate and no intervention was performed.

Manufacturer narrative:
(B)(4).